Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room (ER) and subsequently admitted to the hospital¿s intense care unit with an elevated blood glucose (bg) level of "high", (specific value was not provided) due to the battery gauge fluctuating resulting in the pump shutting down. Reportedly, customer attempted to self-treat by bolus via the pump; however was treated intravenously with fluids of saline and insulin while hospitalized. Customer was released approximately two days after being admitted with the issue with issue resolved and no permanent damage.